Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the physician accidentally moved the patient's lead and the patient no longer had effective therapy. Surgical intervention was undertaken wherein the lead was replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.